Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for reprogram alarm. The customer¿s blood glucose level at time of incident was 127 mg/dl. Customer was unable to prime the pump. Customer reported that alarm did not occur during the first rewind and alarm did not occur after setting the time and date on the pump before the pump was rewound for the first time. Advise to discontinue use of the pump. Advise to follow back up plan as per hcp instructions the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. Pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amount and were properly recorded in the bolus history screen noted. No reprogram alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address/serial number label, and cracked battery tube threads.